Event description:
It was reported that this right ventricular (rv} lead exhibited increased threshold measurements and pace impedance shows spikes. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).